Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that¿¿an interruption in telemetry was noted on the implantable pulse generator (ipg). Electrograms (egm) and markers were also not clearly displayed. The ipg remains in use. No patient complications have been reported as a result of this event.